Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant information a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a gemini stone retrieval paired helical basket was used in a calculi removal procedure (patient identifier, age, sex, and weight unknown). According to the complainant, the sheath broke and detached from the basket. During re-use, the device is no more protected by the sheath. The patient condition is unknown. Multiple attempts to obtain additional information have been unsuccessful.